Event description:
Customer reported an issue with touchscreen responsiveness on their pump, noting that the screen was frozen and unresponsive, preventing interaction. The customer's blood glucose level was high, prompting a correction injection via multiple daily injections; there was no incapacitation, and normal assistance was provided by a third party. Customer service provided a full pump reset, but it did not solve the issue, leading to the decision to replace the pump. A replacement pump with updated software was sent, and instructions for return and setup were given, which the customer understood and acknowledged.